Event description:
It was reported that the left ventricular (lv) lead packaging was damaged on arrival at the hospital. The lead was not used and no patient was involved.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-10510. The complaint of packaging anomaly is a non-reportable complaint and should not have been reported.